Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) # : p160054.

Event description:
It was reported that the patient experienced a no external power alarm. Log file analysis showed a no external power event on (B)(6) 2020.

Manufacturer narrative:
Section d4: serial number is unknown. Multiple attempts were made to obtain the device serial number from the customer; however, no additional information was provided. Section d8, g3, h8: correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file showed data spanning approximately 41 days (05jun2020 ¿ 16jul2020 per the timestamp). The log file captured no external power and low voltage hazard alarms on 28jun2020 from 23:06:42 to 23:06:44 due to a temporary loss of ac power while connected to the mpu. The alarms resolved when power to the mpu was restored. The system controller backup battery supplied power to the system without issue during the loss of external power. There were no other notable alarms present in the log file. The alarms did not affect the system controller¿s ability to operate the pump above the low speed limit. Multiple attempts were made to obtain additional information regarding the reported event such as if the mobile power unit (mpu) has a v-lock connector on the ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and if there were any environmental circumstances that would have affected the ac power at the time of the event; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the mobile power unit is unknown. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.